Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
Clinical information: crd_(B)(6) - vista nova study, patient site ID: (B)(6)- (ae-(B)(4)). It was reported that on (B)(6) 2026, a 27mm navitor vison valve was implanted in the patient using a large flexnav delivery system. The length of the membranous septum was 2.7 mm and there was calcification present extending beneath the aortic annular plane in the interventricular septum (rc/nc commissur. 3x2 mm, not deeper than 2.5 mm). The final implant depth was 4.7 mm. Post procedure, but prior to discharge from hospital a third-degree atrioventricular block (av block) was noted and a permanent pacemaker was implanted. The patient required prolonged hospital stay. The patient was reported stable and discharged.